Event description:
It was reported that after surgery involving an ar-5035p-10, patient came down with an infection due to staphylococcus aureus bacteria. The infection occurred two months post-op. The patient was treated with I&d, arthroscopic lavage, hardware removal then antibiotics. No cannula was used.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore, the complainant's event could not be verified. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.